Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states three undated photos of the ¿raised sack¿ was provided for review and confirms the reported. Although requested, the operative report and treatment for the patient was not provided for review. Based on the limited information provided no clinical factors were found which would have contributed to the reported events. While it was reported that the fluid was drained from the patient, it is unknow if the reported ¿particles¿ where removed from the patient. The regeneten bioinductive implant, bone anchors, and tendon anchors are implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, approximately, a month and half after an arthroscopy where bone anchors was used, a raised sack appeared on the intra lateral portal of the patient. Synovial fluid was draining out of the sack with some chunks. When the sack was decompressed and then abducted, particles could be seen. It is unknown how the injury was treated or the patient's outcome.